Event description:
It was reported the hemostasis valve did not function properly. Info received on (B)(6)2010 indicated the problem was likely an air leak.

Manufacturer narrative:
One 8f braided swartz introducer was received for eval. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The returned introducer was received with a leak at the valve. Additional testing revealed a puncture hole in the top half of the two part seal which was made by a sharp object. The hole was consistent with the shape and size of a needle. Date report submitted to FDA by manufacturer: (B)(6) 2010. Date initial complaint report provided to manufacturer: (B)(6) 2010. Date manufacturer was notified of potential adverse event: (B)(6) 2010. The following dates are estimated.